Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple alarms. Blood glucose level at the time of the incident was not provided. During troubleshooting, customer reported that they were unable to rewind when the alarm re-occurred. Self test was not possible as the alarm could not be cleared. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with no button response, constant audio/beeping alarm, and frozen display due to faulty mother board. Unable to perform operating currents, self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify motor error alarm due to no button response.